Event description:
Caller states the patient tested 2.8 inr on the coaguchek system and 4.2 inr on a comparison lab. No adverse event reported. No action taken based on device result. Requested return of suspect system and replacement was sent.